Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative and it was reported that there were ¿90 -100 pumps in hcp's care and 9 out of 10 or 99 out of 100 times when doing a refill there was always more fluid in the pump¿ per the hcp. The patients¿ identifying information, the device serial numbers, the managing physician, the drug in the pumps, the patients¿ other medications/pertinent medical history, the indication for pump use, the specifics regarding the volume discrepancies, the cause of the discrepancies, patient symptoms, troubleshooting, actions/interventions, and resolution of the events was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.